Manufacturer narrative:
The product has not been made available for investigation. Additional information and details of the issue were requested but have not been made available. Therefore, we could not conclusively determine the root cause of the reported incident. Review of complaints over the past year has not identified any trend or increase in related issues. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that a patient had a carotid operation that triggered a post-operative stroke, which required re-intervention. The surgeon suspects a possible device failure related to the adhesion of the device of the implanted device. No further complications were reported to the patient. Additional information including the precise implant date, details of the procedure and intervention were requested. Additional information was also requested related to the additional issues that have occurred, but no additional information has been made available at this time.